Manufacturer narrative:
Product analysis: the product was not returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after the implant of this transcatheter bioprosthetic valve, an ultrasound detected a dissection from the aortic arch to the descending aorta. It was suspected that the dissection developed as the device crossed the arch and made contact with the pre-existing aortic arch aneurysm. Subsequently two weeks after the valve implant a thoracic endovascular aortic repair was performed. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.